Event description:
It was reported the stimulation was in the wrong location following some form of trauma. The details of the trauma are unknown. The location of the patient's symptoms was at the stimulator site. The patient was seen by the manufacturer representative at the clinic. X-ray revealed the lead had pulled out of the epidural space. The patient no longer has the pain he used to, so it was decided not to do a revision at this time.